Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided pictures identified the explanted tibial plate with no visible signs of damage or fracture. No further assessments can be made based on the picture provided. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified radiolucencies along the medial and lateral tibial tray. No frank loosening is identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately four (4) years and five (5) months post-implantation, the patient underwent revision surgery due to instability and loosening of the tibial component. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: femoral component option for cemented use only size e left: catalog#00576401551, lot#63813614; articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height: catalog#00596203210, lot#64690182; all poly petella standard cemented size 32 mm diameter 8.5 mm thickness: catalog#00597206532, lot#64398655. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.